Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 24-mar-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2016, she had an attempt to get essure (fallopian tube occlusion insert) inserted with lot number c61992. During the procedure, in the surgical unit, the insertion failed due to technical reason: absence of expansion and then breakage during the removal. The bilateral insertion was not performed. The complete defective device was kept. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) placement and a breakage occurred during device removal. The reported event is listed according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician stated essure insertion failed due to absence of expansion and then the device broke during removal. This device deployment issue may have been a contributory role in the reported breakage. As these events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 01-sep-2016: quality-safety evaluation of ptc was updated. Ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed. User attempts to reposition or reniove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved n this complaint. Visual inspection was performed and it was confirmed that all components are present, all IFU steps were completed, inner catheter and delivery wire bonds were cured, delivery catheter (inner catheter were damaged . As per device condition, no dimensional inspection was able to be performed. Micro insert not is available for investigation. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point m time, the assessment of a relationship with a quality defect and a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically-confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) placement and a breakage occurred during device removal. The reported event is listed according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, physician stated essure insertion failed due to absence of expansion and then the device broke during removal. This device deployment issue may have had a contributory role in the reported breakage. As these events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that, based on sample analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Follow-up received on 20-jun-2016: quality-safety evaluation of ptc: (B)(4). Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Visual inspection was performed and it was confirmed that all components are present, all IFU steps were completed, inner catheter and delivery wire bonds were cured, delivery catheter (inner catheter were damaged (stretched). As per device condition, no dimensional inspection was able to be performed. Micro insert not is available for investigation. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) placement and a breakage occurred during device removal. The reported event is listed according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, physician stated essure insertion failed due to absence of expansion and then the device broke during removal. This device deployment issue may have been a contributory role in the reported breakage. As these events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information a product quality defect could not be confirmed but is considered plausible. Follow-up information will be requested.

Manufacturer narrative:
Follow-up information received on 08-aug-2016: despite follow-up attempts, no response was given to date. Health authority reference number for this case is (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-aug-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) placement and a breakage occurred during device removal. The reported event is listed according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, physician stated essure insertion failed due to absence of expansion and then the device broke during removal. This device deployment issue may have had a contributory role in the reported breakage. As these events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.